Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s lvad system had elevated power from 5.7 w to 7.5 w. Upon interrogation several pi events were observed. The submitted log file was reviewed by technical services and revealed power/flow elevations above the baseline beginning on (B)(6) 2017 and again on (B)(6) 2017. Overall power/flow were trending upward with pi trending downward. Per technical services, the event history appeared normal. Additional information was requested. None has been provided.

Manufacturer narrative:
The report of power changes was confirmed via the submitted system controller log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported on 09 apr 2018 that it is believed that power elevations happened during pi events. Patients lactate dehydrogenase (ldh) were normal at time of event. An echocardiogram was performed on 02 jan 2018 and was unremarkable. No treatment was provided as the patient was asymptomatic. It was reported that the patient continued to have some pi events. The patient remains ongoing on left ventricular assist system (lvas) support and no further issues have been reported.